Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Manufacturer's local evaluation lab reports lancet is protruding from multiclix device cap. No adverse event reported. The device was returned, replacement was sent.